Event description:
It was reported that a critical procedure could not be completed on the epiq elite ultrasound system. During an evar (endovascular aneurysm repair), the system shut down while booting. The procedure was able to be completed after an exchange of the ultrasound system. There was no patient or user harm associated with this event. A qualified philips service engineer evaluated the system based on the customer¿s complaint and could not reproduce the issue. Log review indicated hardware mismatch, so the engineer confirmed successful hardware testing and reseated the video cables to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.